Event description:
Procedure type: pancreas. According to the reporter: the surgeon has reportedly had 5 pancreas graft failures with one death. It has not been established that the sutures had anything to do with the alleged events. Additional information has been requested, but no further information is available at this time.

Manufacturer narrative:
(B)(4).